Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted after an implant duration of zero days. According to the operative report: "the aorta was opened through an oblique aortotomy extending down toward the non coronary sinus, but we really could not get even close to the noncoronary sinus as there was significant calcification present in the proximal aorta. This limited visualization quite significantly. The valve was an intensely calcified...bicuspid valve, very difficult to visualize the valve but once we did, we were able to excise it and then debride the annulus of any significant calcification, but really we could not eliminate all the calcification because the calcification really ate right into the mitral anulus and really extended right almost through the aorta. It was just an incredibly bad anulus...on multiple attempts to wean the patient, we did eventually weaned the patient from bypass with a pulmonary diastolic pressure in the low 20s and blood pressures in the 85 mmhg on epinephrine, levophed and vasopressin. The patient was quite unstable, however, with these blood pressures and it was clear that he need additional support and so I placed an intra-aortic balloon pump under echocardiographic guidance to the thoracic aorta via the left femoral artery. We placed him back on cardiopulmonary bypass for this, but the patient still would not effectively wean from bypass. Initially after weaning from bypass, the patient had mild aortic insufficiency, but subsequently this developed into at least 3+ aortic insufficiency with a jet of aortic insufficiency extending down to the apex of the ventricle. Correspondingly because of this mechanical lesion and because of the horrible calcification that present, I felt we should at least go back and try to correct this since the patient really was not weaning from bypass...the aortotomy was opened and the valve was inspected and the area of perivalvular leak just in the left coronary leaflet near the commissure of the left coronary artery leaflet and the right coronary artery leaflet. The sutures had obviously pulled through this area, which was the worst area of calcification extending through the mitral annulus, and as this is exceedingly poor tissue, I tried to place 2 pledgeted sutures below the valve and bringing them up through the valve, but really I could not get this to coapt well at all. Therefore, we were faced with having to remove the valve and the pledgets, which I did without difficulty and accounted for the pledgets." Furthermore, there have been no allegations of a product malfunction resulting in the use of this device.